Manufacturer narrative:
Concomitant medical products: product ID: bi71000480, serial/lot #: unknown. Product ID: bi71000481, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. The system failed the mechanical inspection test during checkup due to ups had power issue and was depleting the battery prematurely. After part replacement system check out completed. System functioning normally. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site had gone to use the imaging system with a patient in the room. It was noted that the site was unable to use the imaging system and the patient was under anesthesia for an extra 93 min. The use of imaging was aborted. Patient was present. There was a delay of less than 1 hour. (B)(6) 2020 additional information received: a medtronic representative called in to give patient and case information. Information was updated in the case. The representative also stated that the site had opened the room, got the patient in the room, patient was asleep in the prone position on the table. Doctor had then scrubbed in and it was noted that the mobile viewing station and imaging system wasn't powered on. The site radiology tech had turned the system on and the mobile viewing station was beeping on the monitor and the computer wasn't receiving power and it was noted that the line power light was green on the system. There was a 45 min delay prior to starting the case. (B)(6) 2020 new information received: the system was not functional so it was not used for the case. No harm to the patient. (B)(6) 2020 additional information received: per the wo completion its known that the field service engineer had replaced the ups. Part replacement corrected issue. System check cut completed system functioning normally.

Manufacturer narrative:
D4: serial/lot number provided for power supply h3: the power supply was returned to the manufacturer for analysis. The power supply was analyzed and no failure was found with this part. Codes associated with the power supply: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.